Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. It is likely that the locator was kinked due to off axis loading during assembly with the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that during a percutaneous coronary intervention (pci) for lad #6, an attempt was made to use the angio-seal device for hemostasis. However, upon inserting the locator/insertion sheath assembly into the artery, slight resistance was encountered, and a kink was observed in the locator. Consequently, the device was not used, and manual compression was applied to achieve hemostasis. Hemostasis was successfully achieved with manual compression alone, with blood loss being less than 250cc. This event resulted in patient injury and/or required medical or surgical intervention. The procedure before deploying the device was pci, and a pre-deployment angiogram was performed. A 6 fr sheath ancillary was used, and the puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 6 mm. No additional equipment or devices were used with the product involved.